Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) during the left ventricular automatic threshold (lvat) test. Subsequently, the lvat test was turned off. The crt-d system remains in service. No adverse patient effects were reported.